Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the wrong product was inside the blister package. Label on package is so410p, lot# 52108808, 10x10.5x22mm. Product inside of package was so422p, lot# 52112969, 12 x 10.5.